Event description:
The ventilator was alarming and not ventilating pt. Tech ambu'd pt immediately; new ventilator connected to pt. Malfunctioning vent to biomed - "blown circuit," no longer in use, deleted from inventory 2003.